Event description:
Complaint received that the head section will not go up. No injury reported.

Manufacturer narrative:
Complaint received that the head section will not go up. Technician found - the head section was all the way down and will not go up from either siderail. No alarms. Head section will not go up with electrical or manual controls. The battery led is lit. Cause - the head up valve is stuck. Replaced the head up valve to resolve this issue.